Event description:
The patient reported that they had just received their replacement patient programmer and "it was not working." It would not come on or turn their implantable neurostimulator on/off. The patient programmer screen was not blank. The patient saw a screen showing the ins and was on at 7.0. The patient reported that they could not feel stimulation. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.